Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, heavily tortuous av fistula lesion with 90% stenosis. A 6x40 mm armada 35 balloon dilatation catheter (bdc) was prepared before patient use as per the instructions for use without issue. The bdc was advanced to the target lesion for pre-dilation without resistance; however, the device could not be pressurized to 20 atmospheres and a leak was noted in the proximal shaft. An additional 6x40 mm bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.